Manufacturer narrative:
Evaluation summary: the pump was evaluate by a baxter puerto rico service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
International complaint received from puerto rico national complaint coordinator. During service testing, the baxter repair technician reported a broken door. No additional information is available.